Event description:
Severe claustrophobic pt requests general anesthesia for MRI. Pt complained of recall of last several mins of procedure. Anesthesia machine checked, found that no sevoflurane gas was being delivered into the anesthesia circuit secondary to inadequate "seating" of the vaporizor. Datex ohmeda aestiva/5 7900 had a penlon vaporizer elite mounted for gas delivery.